Manufacturer narrative:
Unit passed displacement test, rewind test, seating, basic occlusion test, occlusion test, and force sensor test. Unit passed dat test at 0.08640 inches. No under delivery anomalies or unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 41.75 units of normal bolus was delivered on 07/25/2025 between 00:00:47.000 and 23:45:45.000. Confirmed no insulin flow blocked alarms was listed in the pump history download. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies or insulin flow blocked alarms noted during testing. Unit received with the insulin flow blocked alarm functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported not getting no delivery alarms and the insulin pump was not delivering insulin when pressed. The customer reported no adverse event. The event involved product mmt-1884. No troubleshooting was done. No harm requiring medical intervention was reported. The product mmt-1884 will not be returned for analysis.